Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anemia, asthma and neck pain. Concurrent conditions included hepatomegaly since july 2017, ovarian cyst, umbilical hernia, nicotine dependence, obesity, hidradenitis suppurativa, depression and overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015 and tramadol since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 16 days after insertion of essure. In february 2015, the patient experienced vaginal infection ("infections / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with nsaids and surgery (total hysterectomy, she had uterus and cervix removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, dermatitis allergic and urinary tract infection had resolved and the vaginal haemorrhage, vaginal infection, menstrual disorder, depression, anxiety, nausea, migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was previously reported as (B)(6) 2015 and in mr it was reported as (B)(6) 2015. Plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Essure confirmation test was conducted. Patient's current weight was 204 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new events "allergy: rash/skin condition", "uti" and "post removal complication" were added. Outcome of the events "pelvic pain", "abdominal pain", "dysmenorrhoea", "menorrhagia" was updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 28-year-old female patient who had essure (batch no: c95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anemia, asthma and neck pain. Concurrent conditions included hepatomegaly since on (B)(6) 2017, ovarian cyst, umbilical hernia, nicotine dependence, obesity, hidradenitis suppurativa, depression and overweight. Concomitant products included paracetamol (acetaminophen) since on (B)(6) 2015 and tramadol since on (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infections / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with nsaids and surgery (total hysterectomy, she had uterus and cervix removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, menstrual disorder, dysmenorrhoea, depression, anxiety, abdominal pain, nausea, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was previously reported as on (B)(6) 2015 and in mr it was reported as on (B)(6) 2015. Plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Essure confirmation test was conducted. Patient's current weight was 204 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a (B)(6)-year-old female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anemia, asthma and neck pain. Concurrent conditions included hepatomegaly since (B)(6) 2017, ovarian cyst, umbilical hernia, nicotine dependence, obesity, hidradenitis suppurativa, depression and overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2015 and tramadol since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"), 16 days after insertion of essure. In (B)(6) 2015, the patient experienced vaginal infection ("infections / infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with nsaids and surgery (total hysterectomy, she had uterus and cervix removed.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, menstrual disorder, dysmenorrhoea, depression, anxiety, abdominal pain, nausea, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was previously reported as (B)(6) 2015 and in mr it was reported as (B)(6) 2015. Plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Essure confirmation test was conducted. Patient's current weight was (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case was upgraded to serious incident. Essure removal surgery and date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.